Manufacturer narrative:
Covidien service center found a failure in the lcd pcb. The lcd pcb was replaced. (B)(4).

Event description:
It was reported to covidien that the display was missing segments in the heart rate window. No patient harm was reported.